Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion @ 27 psi (pounds per square inch) occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. An event history log review was performed, and downstream occlusion was observed. Functional testing was performed, and the downstream calibration values, upstream sensor values, and optical sensor values were out of spec. A downstream sensor, upstream sensor, and optical sensor calibration will be performed to resolve the issue. The reported condition was verified. The cause was determined to be from the out of spec downstream sensor, upstream sensor, and optical sensor. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.